Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During the revision procedure it was noted that the lead had dislodged causing inappropriate shocks. One day later, the lead was repositioned successfully. The lead remains implanted.